Event description:
It was reported that an unknown error message occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to potential patient misuse as the app was manually closed. The reported event of an unknown error message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.